Event description:
New information received indicated that externalized conductors were observed. Lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that oversensing on the atrial and ventricular channel was observed. An increase in pacing lead impedance was also noted. Patient has been scheduled for x-ray and early follow-up. The lead remains implanted. The patient condition was good.

Event description:
It was reported that the physician suspected externalized conductors. All electrical parameters were in range. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. Lead remains implanted. Patient condition is good.